Event description:
A us distributor returned a charger/modem indicating that it would not power on.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger/modem would not power on. Upon eval, the power supply connector was damaged. The cause of the inability to power on is the damaged power supply connector. The root cause of the damaged connector is physical abuse. In addition, it was discovered that the charger/modem would not charge a battery pack. There was contamination on the battery board. The cause of the inability to charge a battery pack is the contamination. The root cause of the contamination is ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem.